Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2008. The fse discovered several cracked tubings inside the peristaltic pump and replaced the leaking tubing. The fse documented and performed repair verification per established procedures. The unit conformed to published performance specifications and was returned to operation. The customer retested the patient samples and produced negative results. No collection or centrifugation data was supplied. System check data information was not supplied by the customer. This reportable event was identified during a retrospective review of product complaints conducted from (B)(4) 2008 through (B)(4) 2010 for additional reportable events. This medwatch report is related to mdrs 2122870-2011-02113 and 2122870-2011-02114.

Event description:
The customer reported elevated beta human chorionic gonadotropin (bhcg) results for three patients involving access 2 immunoassay system. This report refers to patient number 3. The results were discordant to an alternate methodology, which was negative. The elevated results were released out of the laboratory. There has been no report of patient injury due to the elevated results. A change in patient treatment was noted. The field service engineer (fse) went to the facility and assessed the unit.